Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, illness requiring steroids, infection, inflammation. Patient woke up with implant in mouth in the morning.